Event description:
Information was received indicating difficulty threading and inserting a smiths medical jelco® protectiv® safety i.v. Catheter. It was noted that during cap removal the blue hub becomes dislodged lessening exposure of the needle; causing breaking of the skin and difficulty advancing. Difficulty threading is noted following flash is seen. There were no reported adverse effects.